Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the visual examination of the device identified that, although the pump did not have any leaks, both cylinders had wear at fold in the cylinder body and cylinder 1 had a leak with broken fabric treads in the proximal cylinder body. Based on this observations, the reported allegations of cylinder hole/perforated and mechanical issue were confirmed. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: visual examination of the pump identified that the kink resistant tubing (krt) was worn to the filament; the outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction; however, no leaks were found. Visual examination of the cylinders found that both cylinders had wear at fold in cylinder body. Both cylinders had broken fabric treads and exhibited bulging when inflated with syringe in cylinder body. Visual examination also found that cylinder 1 has a leak with broken fabric treads in proximal cylinder body due to wear at fold. Under microscope it was observed that the krt was worn to filament. The device was not functionally tested due to the leaks observed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital because his inflatable penile device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was noticed that the cylinder had a hole, causing a saline leak. The physician removed and replaced the cylinder and pump. The cause of the hole has not been confirmed by the hospital. After the procedure, the patient improved and remains stable.

Event description:
It was reported that the patient went to the hospital because his inflatable penile device was not working properly. Two weeks later, the patient underwent a surgical procedure in which it was noticed that the cylinder had a hole, causing a saline leak. The physician removed and replaced the cylinder and pump. The cause of the hole has not been confirmed by the hospital. After the procedure, the patient improved and remains stable.